Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella 2.5 device for mechanical circulatory support. The complainant reported that during impella placement, the pump speed level was reduced to zero as the device was noted to be in the aorta. No further information was provided. Additional information was provided that noted the patient expired.